Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing as a result of noise due to myopotentials leading to inhibition was noted on the implantable cardioverter defibrillator. Oversensing was present with deep coughs in clinic. Programming changes resolved the issue. There were no patient consequences.